Event description:
It was reported that the micro sagittal saw displayed a bias current error prior to a procedure, signaling a run-on condition occurred within the device. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.